Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit (mpu) had a crack in it. They submitted picture of the mpu. The site gave the patient a loaner mpu and requested repair of damaged mpu.